Manufacturer narrative:
Analysis determined that the set screw on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturing representative regarding a patient implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was receiving a replacement and upon removal of the old ins, the lead was cleaned and dried and the new ins was attached and tightened. The ins was placed in the pocket and the impedance reading showed abnormal readings on multiple electrode combinations. The ins was then removed, the leads were cleaned and dried again, and the physician ensured the lead was all the way through the channel. The lead would freely slide in and out of the ins, after tightening the set screw, even after hearing the audible click. The old ins was reattached and it did not have that issue so a new ins was used and replacement was successful with no abnormal impedance. The lead was also set into place after tightening the set screw. There were no symptoms or further complications reported or anticipated.